Event description:
The tablet had a problem on (B)(6) 2025 during the interrogation of an alizea pacemaker during an implantation. The bluetooth function wasn't possible, and the interaction between the programmer and the alizea device was difficult. The day after ((B)(6) 2025), same issue occurred: impossible to interrogate a talentia ICD. The blue light of the connected head disappeared and the connection of the tablet with the ICD wasn't possible. The tablet was restarted, p1+p2 manipulation but the problem still remained. Another ICD was interrogated and the issue occurred again. After 20/30 minutes, the first talentia ICD was interrogated again with the subject tablet. But the bluetooth wasn't possible and the inductive connection was really poor. Interrogation had to be performed every 30 seconds. The implantation procedure was performed with another tablet.

Manufacturer narrative:
Based on the files, the reported issue is confirmed. On (B)(6) 2025, pairing with an alizea and talentia ICD was failed. The software does not report any direct errors indicating a problem with the ble. The reported issue could be related to signal quality, tablet positioning, or a noisy environment: too much electromagnetic interference was present during the pacemaker interrogation, such as nearby screens, laptop chargers, magnetic electrophysiology sensors, or other telemetry heads, making it impossible to interrogate the pacemaker. It is recommended to avoid noisy environments near the telemetry head as much as possible while interrogating a device, and to keep the tablet in an upright position during interrogation. It may also be a problem related to the tablet's operating system/ble. It is therefore recommended to perform a complete shutdown. The solution is to perform a clean shutdown, which may help repair the ble, but if the issue persists, the tablet should be sent to the repair center for a reset with a simple check. This case is being retained and used for trend analysis purposes.

Event description:
The tablet had a problem on (B)(6) 2025 during the interrogation of an alizea pacemaker during an implantation. The bluetooth function wasn't possible, and the interaction between the programmer and the alizea device was difficult. The day after ((B)(6) 2025), same issue occurred: impossible to interrogate a talentia ICD. The blue light of the connected head disappeared and the connection of the tablet with the ICD wasn't possible. The tablet was restarted, p1+p2 manipulation but the problem still remained. Another ICD was interrogated and the issue occurred again. After 20/30 minutes, the first talentia ICD was interrogated again with the subject tablet. But the bluetooth wasn't possible and the inductive connection was really poor. Interrogation had to be performed every 30 seconds. The implantation procedure was performed with another tablet.

Manufacturer narrative:
Follow-up MDR: correction of the sn that has been found erroneous on (B)(6) 2025 when checking the trends. Based on the attached files, the reported issue is confirmed. On (B)(6) 2025, pairing with an alizea and talentia ICD was failed. The software does not report any direct errors indicating a problem with the ble. The reported issue could be related to signal quality, tablet positioning, or a noisy environment: too much electromagnetic interference was present during the pacemaker interrogation, such as nearby screens, laptop chargers, magnetic electrophysiology sensors, or other telemetry heads, making it impossible to interrogate the pacemaker. It is recommended to avoid noisy environments near the telemetry head as much as possible while interrogating a device, and to keep the tablet in an upright position during interrogation. It may also be a problem related to the tablet's operating system/ble. It is therefore recommended to perform a complete shutdown. The solution is to perform a clean shutdown, which may help repair the ble, but if the issue persists, the tablet should be sent to the repair center for a reset with a simple check. This case is being retained and used for trend analysis purposes.

Event description:
The tablet had a problem on (B)(6) 2025 during the interrogation of an alizea pacemaker during an implantation. The bluetooth function wasn't possible, and the interaction between the programmer and the alizea device was difficult. The day after (B)(6) 2025, same issue occurred: impossible to interrogate a talentia ICD. The blue light of the connected head disappeared and the connection of the tablet with the ICD wasn't possible. The tablet was restarted, p1+p2 manipulation but the problem still remained. Another ICD was interrogated and the issue occurred again. After 20/30 minutes, the first talentia ICD was interrogated again with the subject tablet. But the bluetooth wasn't possible and the inductive connection was really poor. Interrogation had to be performed every 30 seconds. The implantation procedure was performed with another tablet.